Event description:
Angioseal (6 french) was used on pt during arteriogram. The collagen from the angioseal went inside the pt's right femoral artery with the anchor. The angioseal was surgically removed.